Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/03/2025, it was reported by a sales representative via (B)(4) that an ar-2600fsb-3 fbrtk spdbrg fiber tape suture was frayed. This was discovered during the case with no patient harm. Additional information was received from rep on 10/09/25. This was discovered during a rotator cuff repair on (B)(6) 2025. One kit was used and this occurred during insertion. The case was completed using another device of the same part number. There was no delay in surgery and no additional anesthesia was used. The device is not available for return, and no photos were taken.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.